Event description:
A transnasal transphenoidal pituitary tumor removal was in progress. A 90 degree micro nervehook was used and the scrub nurse noticed that the tip was missing when it was handed back. Under fluoroscopy the instrument tip was not visible; the suction filter was removed and inspected but the instrument tip was not found.